Manufacturer narrative:
This report is being submitted to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported broken serial digital interface (sdi) and non-functional digital visual interface (dvi) port issues. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for the reported issues could not established, as the device was not returned for evaluation or to the legal manufacturer for investigation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center has a broken serial digital interface. In addition, a non-functional digital visual interface port was observed. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.